Event description:
Further information was received indicating on (B)(6) 2018 the rv lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a patient notification was received indicating non-sustained right ventricular (rv) oversensing episodes. In addition, the rv pacing lead impedance trend showed a gradual decrease. There was also one non-sustained ventricular tachycardia episode recorded with oversensing on the ventricular channel. A fluoroscopic examination was performed revealing an insulation defect between the clavicle and first rib. No intervention was performed at this time. The patient was stable. Further information was requested but not received.